Event description:
It was reported that an alarm was heard but telemetry was not yet performed. The alarm started a couple of days prior. The alarm was beeping every couple of hours and sounded like a car alarm. The patient had a change in therapy effect. It was noted that the patient had not had any trouble and that the patient has oral medication. The pump was refilled in (B)(6) and the patient thought the medication was out. The pump was described as not helping and later as only helping with spine pain. The patient had oral medication and on (B)(6) 2014 was feeling ok. The patient was played alarms and the patient was not sure if that was what he was hearing. It was later reported that the patient needed a manufacturer¿s representative to turn off the beeping at the doctor¿s office. The pump only works on a little spot on the patient¿s spine and was why the patient still had to take oral medication. Later it was reported that the patient needed the pump turned off. The patient paralyzed from the waist down. The patient was taking oral medication because it works better than the pump. The patient had been taking oral medication for 2 months. On (B)(6) 2015 the patient reported the pump started not working for the patient and that he was hearing an alarm. The patient could not get to the doctor¿s office because he was paralyzed from the waist down and was laid up in a hospital bed at his home. The patient was paralyzed and not very mobile. It was later reported that the patient had a surgery which resulted in paralysis from the waist down and he cannot move. The health care professional requested that the pump be programmed off. It was noted that it was not working; it was not killing the patient¿s pain so the patient wanted to turn off the pump for now and talk later about taking it out or refilling it. It was also noted that the pump would be coming out, removed, in the summer. It was noted that with all the surgeries the patient has had, he almost died. The pump was used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).